Manufacturer narrative:
(B)(4). This report is for an unk - nails/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for femoral shaft fracture. Interference with the nail occurred when drilling with the reamer, and the tip of the reamer broke when the surgeon proceeded the drill powerfully. Hip screws were not inserted, and the locking screws were used. The surgery was successfully completed without any surgical delay. The patient condition was stable. Concomitant devices reported: unknown drill (part# unknown, lot# unknown, quantity 1). Unknown locking screws (part# unknown, lot# unknown, quantity: unknown). This complaint involves two (2) devices. This report is for (1) unk - nails. This report is 2 of 2 (B)(4).